Event description:
This procedure was performed. According to the normal steps, when the physician pulled the white release knob on the proximal end of the handle, and the two ends of the stent were released at the same time. The stent totally released, and the black release knob was ruptured. The stent was not placed in the intended vessel. The physician had to remove the stent from the artery. The patient appeared to have evidence of a blood clot after removing the stent. The stent will not return.